Event description:
A customer contacted physio-control to report that their device was not responding to on/off button presses, when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control product analysis center (pac) further evaluated the device and verified the reported issue. The cause of the reported issue was determined to be that the on/off switch had become dislodged which impeded the device from turning on.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was not responding to on/off button presses, when attempted. There was no patient use associated with the reported event.